Event description:
The patient was admitted to the hospital's rheumatology unit due to fatigue, weight loss, and lack of strength. An echocardiogram performed noted regurgitation with an elevated gradient. The patient was stabilized and released. The patient was re-admitted and her condition declined with respiratory failure and severe pancytopenia. The patient was admitted to the operating room and the valve was removed and replaced with another tissue valve. During the explant, calcification and a leaflet tear were noted. The following day, the patient expired due to acute left ventricular failure, extreme coagulopathy resulting in uncontrolled bleeding. The physician stated the patient's death was not valve related.